Event description:
It was reported that high impedance was found during vns generator replacement surgery. The previous generator could not be interrogated due to normal end of service. The surgeon attempted to re-insert the lead pin several times; however, this did not resolve the high impedance. The surgeon opted to not replace the lead at that time; however, a later surgery occurred for the lead replacement. No trauma or manipulation was believed to have contributed. X-rays were taken; however, they have not been forwarded to the MFR for review. Attempts for the return of the explanted lead and generator are in progress. No adverse events have been reported.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.